Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user observed an "f039" error code message (bad clock battery). The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.